Manufacturer narrative:
The device was returned containing approximately 182 ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had a no flow issue. The device was filled with 187ml sodium chloride 0.9% and 5fu medac 50mg/5000mg. The pump was connected to the patient for 46 hours after which it was observed that there had not been any flow. There was no patient injury or medical intervention associated with this event. No additional information is available.